Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, encountered an issue where drawer 6.1 failed to stay closed and required replacement. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) inspected drawer 6.1 and found a loose latch mount and misaligned rails. Adjusted components and checked cables for damage. Reset the drawer and ensure proper alignment. The fse verified solenoid function and reassembled parts. The customer tested and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.